Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. The patient was hospitalized for the peritonitis event for eight days. The cause of the peritonitis event is unknown. The patient was treated with unknown antibiotics for the peritonitis event while hospitalized. On the same day that the patient was hospitalized, the patient¿s peritoneal dialysis catheter was removed and the patient began hemodialysis therapy. Beginning three days after discharge from the hospital, the patient was treated for eight days with intravenous (IV) vancomycin (one gram) and IV fortaz (two grams) with frequency not reported. At the time of this report, the patient was recovered from the peritonitis event. Additional information is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).